Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. B3 date of event was incorrectly reported as 30-jun-2022 on initial MFR 1220648-2024-10385 and has been corrected to 29-jun-2022.

Event description:
The user facility reported a 57-year-old patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device and venoarterial extracorporeal membrane oxygenation for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced a hematoma at the impella access site. It was reported that the hematoma worsened and the patient was taken to the operating room where transesophageal echocardiography was performed and a left ventricle (lv) thrombus and an aortic dissection (extends to abdominal aorta) was visualized. The impella cp was removed in the operating room and a septostomy was completed. The patient continued to be supported on venoarterial extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿. This report is being filed as part of a retrospective review of historical records.